Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification and missing piece of the shell. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Physician reported left side rupture. The device has been explanted.